Event description:
Pt undergoing peripheral angioplasty of right lower extremity via initial puncture at contralateral left femoral artery. A 7fs cook cross-over 55cm sheath was employed, when attempted to remove sheath there was sheath separation, requiring foreign body retrieval. With some difficulty this was achieved. Pt suffered small amount of blood loss and left femoral area hematoma/bruising. Only a .035 guidewire was in the sheath during attempted initial removal.